Event description:
Customer reported that in "2007" he received a reading of 150 mg/dl, which was "higher than he felt," on his precision xtra/optium meter. He subsequently lost consciousness, fell and sustained a skull fracture. Paramedics were called and upon arrival repeated customer's blood sugar test and said "it was very low." They then took the customer to the hospital, where he received four stitches and an "injection of sugar." Customer remained in the hospital for two days.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.